Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that his insulin pump received a button error alarm. His blood glucose level at the time of incident was 8.9 mmol/l. He stated that the button error occurred while giving himself a bolus of insulin. Troubleshooting was initiated and the customer was able to rewind the pump. The insulin pump was returned for analysis and a replacement device was shipped to the customer.